Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that for a posterior lumbar intervertebral fusion (pllf) of l4 - s1, two rods were used in 2012. Because of the loosening of the locking caps the breakage of one rod occurred in 2013. According to the device report, the first revision surgery to remove the broken rod and replace it by means of a new rod was carried out in 2013. The breakage of the revised rod* was found on the (B)(6) 2014. A 2nd revision surgery to remove the broken rod and the complete system was carried out. Thereby a replacement by means of the similar system with bigger screws and a cross connector was done. There was no report with respect to the aftercare of the patient. No x-ray images were provided. Based on the topography of the fracture surface, it was subjected to low and moderate dynamic bending loads. Constant alternating loads led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the curved rod. The implant could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: age reported as 50¿s; exact age unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant date unknown as unknown what was explanted/implanted during the second revision. Additional product codes: mnh, mni, kwq, kwp. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient had a l4-s1 posterior lumbar interbody fusion (plif) in 2012 with matrix and plivios. The locking cap came loose and the rod broke in 2013 and a revision was performed. In 2014, the revised rod broke again and this time a complete revision was carried out with the removal of all screws and re-instrumenting the same levels with bigger screws. A cross connector was also added this time. Patient recovering from second revision surgery which is the third surgery. This file is in regards to the second revision surgery. This report is 1 of 1 for (B)(4).